Event description:
Material # 10010454. Batch # 24066674, 24075229. It was reported by customer that drug started to leak from the filter site, filter tubing was possibly cracked or not sealed properly, and tubing was leaking from the filter. It looked like the filter was not fully connected on the bottom side of the tubing. Rcc received a complaint via email. While priming filter tubing with mogamulizumab, drug started to leak from the filter site. Drug bag with tubing attached returned to pharmacy, new drug prepared for patient. 0.2 micron filter low sorbing tubing. Lot # (10)24066674. Medication was primed with filter tubing- cassette on filter tubing was possibly cracked or not sealed properly. This caused the medication to leak on the floor when primed. While priming belatacept on filter tubing, rn noted that tubing was leaking from the filter. It looked like the filter was not fully connected on the bottom side of the tubing. We had this same issue with the same type of tubing on 10/21.

Manufacturer narrative:
It was reported by customer that drug started to leak from the filter site, filter tubing was possibly cracked or not sealed properly, and tubing was leaking from the filter. No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model 10010454 lot number 24066674 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 10010454. Batch # 24066674, 24075229. It was reported by customer that drug started to leak from the filter site, filter tubing was possibly cracked or not sealed properly, and tubing was leaking from the filter. It looked like the filter was not fully connected on the bottom side of the tubing. Verbatim: rcc received a complaint via email. While priming filter tubing with mogamulizumab, drug started to leak from the filter site. Drug bag with tubing attached returned to pharmacy, new drug prepared for patient. 0.2 micron filter low sorbing tubing. Lot # (10)24066674. Medication was primed with filter tubing- cassette on filter tubing was possibly cracked or not sealed properly. This caused the medication to leak on the floor when primed. While priming belatacept on filter tubing, rn noted that tubing was leaking from the filter. It looked like the filter was not fully connected on the bottom side of the tubing. We had this same issue with the same type of tubing on (B)(6) 2024.